Event description:
Report received from the USA stating that the device "would not function" with a non-anspach device. The device was being used during surgery. No patient or user injury reported. It is unknown if medical intervention occurred or a delay occurred during the surgical procedure. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).